Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 2080-0020, gap plate screws, lot code: mkt94a . Cat. No.: 2080-0030, gap plate screws, lot code: mkryyn . Cat. No.: 2080-0015, gap plate screws, lot code: mla0hv . Cat. No.: 2080-0015, gap plate screws, lot code: mjptwy. Cat. No.: 626-00-48g, modular dual mobility insert, lot code: 37302901. Cat. No.: 6260-9-328, 28mm +8 lfit v40 head, lot code: 37540003 . Cat. No.: 1236-2-854, restoration adm x3 ins 28/54, lot code: 36700801. Cat. No.: 5096-5415, restoration acetabular 54mm od x 15mm wedge augment, lot code: mkk4r2. Cat. No.: 2080-0030, gap plate screws, lot code: mknar5. Cat. No.: 6021-0230, accolade plus tmzf hip stem #2, lot code: 37435702. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient was revised for acetabular loosening and infection. Patient's acetabulum was previously revised for acetabular fracture.

Event description:
Patient was revised for acetabular loosening and infection. Patient's acetabulum was previously revised for acetabular fracture.